Event description:
It was reported that after the intramedullary of the femur was broaching with #7 broach, the centpillar tmzf #7 stem (5353-0-117/lot:42419101) was placed. The stem was placed, sunk about 5mm than the broach was stopped. The doctor feels the size of the stem was not suited for the size of broach. The doctor requested whether there was a problem on the size of the broach.

Manufacturer narrative:
The investigation could not determine the root cause of the event as a dimensional inspection of the device found it to be within specification. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that after the intramedullary of the femur was broaching with #7 broach, the centpillar tmzf #7 stem ((B)(4)/lot:42419101) was placed. The stem was placed, sunk about 5mm than the broach was stopped. The doctor feels the size of the stem was not suited for the size of broach. The doctor requested whether there was a problem on the size of the broach.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.